Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the company lens, 21.0 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 23.0 diopter, monofocal lens due to the patient's reported inability to adapt to the multifocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following implantation of lens, the patient cannot see at near well, and distance is completely blurry. Additional information received stating that the lens was explanted with another lens in a secondary procedure.